Event description:
It was reported that a pericardial effusion with subsequent death occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A small pericardial effusion was noted at baseline. The device met all released criteria and was successfully implanted. Prior to transferring the patient to the recovery room, a repeat transesophageal echocardiogram (tee) was performed, which revealed a moderately enlarged pericardial effusion with some right ventricular collapse. An ultrasound guided pericardiocentesis was performed to drain 250 ml of fluid and the drain was sewn in place. At this time, patient was transferred to the recovery unit intubated and stable. Over the following 2 days, the pericardial drain continued to output, and patient was treated with medications. A sudden episode of unresponsiveness occurred and patient developed hypotension, hypoxia and went into cardiac arrest. A bedside echocardiogram was performed without effusion. No acute ischemic changes were noted. Cardiopulmonary resuscitation was started followed by defibrillation to a paced rhythm after 4 shocks. More medications were administered and a repeat echocardiogram was performed and not effusion was noted. The pericardial drain was removed at this time. Patients family was made aware of the patients condition and decided to make her "do not resuscitate" for which the patient expired. Per physician, death was due to a pulmonary embolism.